Manufacturer narrative:
Isi received the replaced universal surgical manipulator (usm) arm for failure analysis. Review of the system logs confirmed the occurrence of error code 23068 at the time of the issue. The usm arm was tested using an in-house system and the customer reported issue was not reproduced. The unit did not generate any error during start-up in normal mode. The unit passed all testing specifications. Further inspection found four tiny specks on degree of freedom (dof 9) rotor mirror and isa pca dof 9 mirror surface which could potentially cause latency and hall edge to encoder issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim by the customer noting the error 23068 (primary sensor latency error) on the da vinci system, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported issue. The fse then replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was replaced after the completion of the procedure due to primary sensor latency error). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the da vinci system experienced error 23068. The customer selected the fault recover option and continued with the procedure. The technical support engineer (tse) reviewed system logs and confirmed errors on the second arm of the patient cart, indicating sensor errors and a motor fault. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.